Event description:
It was reported that the pt had extreme pain, surgeon did allergy tests and infection tests and all tests came back negative. The pt did have very high chromium levels. Surgeon removed all implants - replaced with a spacer.

Manufacturer narrative:
Add'l info (including x-rays and medical records) has been requested. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01608.